Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: material no: 2426-0500 batch no: 20073227 it was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: separated at the top of the pumping segment. D4: medical device lot #: 20073227 d4: medical device expiration date: 2023-07-09 h4: device manufacture date: 2020-07-07 d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-10 h6: investigation summary one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. The sample received was separated at the upper pumping segment fitting to the silicone tubing. A device history record review for model 2420-0500 lot number 20073227 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue observed could not be definitively confirmed. The cause for the separation was not identified, however, the tubing did not show traces of a retaining ring making it easier for the tubing to separate from the upper pumping segment fitting h3 other text : see h.10.

Event description:
Material no: 2426-0500 batch no: 20073227 it was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: separated at the top of the pumping segment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: separated at the top of the pumping segment. Material number unknown, lot unknown.